Manufacturer narrative:
The device involved in the reported event was requested however to date it was not received. We are unable to confirm the reported event. The lot/device manufacturing records were reviewed and found acceptable.

Event description:
A report received from a user facility in the (B)(6) stated that the cutter stopped working after cutting the vitreous. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.

Manufacturer narrative:
Two 23ga vit cutters were returned in an opened bl5523wv pack from lot v9016. Visual examination found the tip protectors missing in both cutters however the needles were not bent. The port window was in the opened positions and the back cap was aligned correctly with the vent hole in the side of both cutters body. Dried solution was visible in the tubing. The connectors in both cutters were inspected and no defects were found. A functional test was performed using a stellaris pc system. One cutter had a good clean cuts throughout the various cut rates and it aspirated as intended. The second cutter was also functionally tested using the stellaris pc system and found to be clogged. The inner needle was bound up and had reduced aspiration. The cutter needle was soaked in hot water for 1 full minute and then re-tested. The needle broke free and had good clean cuts throughout the various cut rates and had good aspiration. Due to the evidence of use, the origin of the blockage cannot be determined.